Manufacturer narrative:
Boston scientific received information from the local representative that additional manipulations with the patient in different postures were not performed. The local representative confirmed that the vector was reprogrammed to secondary and that no memory upload will be sent for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updates should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient received two shocks during the early morning (3 am) following the implant of this device from the previous day. The sense vector had been programmed to primary (selected by the device) when the shock occurred. Secondary vector was acceptable in prescreening but alternate did show a morphology shift. At the time of shock delivery the patient was lying in bed. An anterior and posterior chest x-ray was taken after the event had occurred. A review of the printouts identified four episodes ( two treated and two untreated episodes). Proximal (at the xyphoid) electrode manipulation produced sensed beats. No sensed beats were observed when the pocket was manipulated. The physician did note that there was air in the pocket during the implant procedure. Ts was informed that the pocket was "squishy" and the can could be moved slightly. The sense vector was reprogrammed to secondary. Electrode and device manipulations were repeated. No noise or oversensing was observed. An x-ray taken after the event did not show air in the pocket. Ts discussed that the electrogram noise appears to be the type that occurs with air or device movement and not representative of a connection issue. The local representative commented that the device was sutured during the implant procedure. The local representative was planning to perform additional manipulations with the patient in different postures. The device would be programmed to secondary. The local representative was planning to perform a memory upload and would send to ts.